Event description:
A report was received that the patient underwent a trial procedure and was unable to move their legs afterwards the patient was hospitalized and had pain around the center of their back and chest. The patient did not stop taking blood-thinners as she was instructed, the physician believes this was the cause of their symptoms. While in the hospital, a hematoma was found and the surgeon performed a multi-level laminectomy. The leads were removed and the patient was stable following the procedure.

Manufacturer narrative:
Additional information was received that had scarring in the epidural space where the leads were implanted (t7). The time between lead implant and onset of the event was an hour or two. The patient had a laminectomy and is doing better after the surgery.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2316-50e, serial #: (B)(4), description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient underwent a trial procedure and was unable to move their legs afterwards the patient was hospitalized and had pain around the center of their back and chest. The patient did not stop taking blood thinners as she was instructed, the physician believes this was the cause of their symptoms. While in the hospital, a hematoma was found and the surgeon performed a multi-level laminectomy. The leads were removed and the patient was stable following the procedure.